Manufacturer narrative:
Date of event was clarified to be (B)(6) 2015. It was clarified that the patient was treated with phototherapy and was administered intravenous fluids. Following this treatment, an additional bilt3 result was obtained from a different sample and the result was 286 umol/l. Because this result was lower than the initial result, repeat testing was performed. The initial and repeat results were reported on the initial medwatch report. It was noted that a subsequent bilt3 "determination" did not require phototherapy treatment. The phototherapy treatment was stopped the same day. It was noted that the patient was in "great condition" and was sent home where the patient was fine. No further appointments or treatment was necessary. No adverse event due to the device reported.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the available data, a general hardware or reagent issue can be excluded. There was a sample flag when running serum index tests which indicate a clot was detected. The most likely root cause is related to a preanalytic issue (poor sample quality).

Manufacturer narrative:
This event occurred in (B)(4).

Event description:
The customer complained of erroneous results for 1 neonate patient tested for bilirubin total gen.3 (bilt3). The erroneous results were reported outside of the laboratory. The date of event was not provided. The initial bilt3 result was 437 umol/l. This result was reported to the physician who did not believe the result. The repeat result was 308 umol/l. It is not known if an adverse event occurred. No adverse event was reported. The bilt3 reagent lot number and expiration date was not provided.